Event description:
On (B)(6) 2014, a medtronic representative received a report from a site alleging an inaccuracy that occurred while in an o-arm open spine procedure that took place on (B)(6) 2014. The site approximated the inaccuracy at less than 10mm. Specifically, it was reported that the surgeons deemed the instruments tracked further inferior than they actually were. No further details of the procedure were provided. The surgeon opted to discontinue the use of the navigation system, and the imaging system, and completed the procedure with the use of a c-arm. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative, following-up at the site, reported the site was unsure of exactly when they noticed the inaccuracy. It is believed the reference frame was bumped or moved. The surgeon does not decompress before an o-arm spin. It was noted that the site used globus instruments with medtronic navlock trackers for this case. Recommendation made to the site that medtronic cannot validate the use of a medtronic navigation system with non-medtronic instruments.(B)(4) 2014 - a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended.